Event description:
A report was received that the patient underwent a pocket revision due to discomfort caused by the ipg turning sideways in the pocket. The physician relocated the ipg and the patient was reportedly doing well following the procedure.